Event description:
It was reported that shaft break occurred. The target lesion was located in the carotid artery. A 10.0-37 carotid wallstent advanced into the patient with the intention of being deployed overlapping a previously deployed wallstent. However, upon advancing the wallstent into the microcatheter, the stent failed to deploy even though the whole delivery shaft was pushed and the middle of the shaft was noted to be broken. The device was simply pulled out and the procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.